Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was completed for sub-assembly #(B)(4) lot 9266675. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches. Since, an investigation could not be performed bd was unable to determine a possible root cause. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a safety mechanism failure. This was discovered during use. The following information was provided by the initial reporter: safety device stuck in the catheter 20 used, making it impossible to protect the needle. (B)(6) 2020: sample discarded due to contamination risk. No harm to the patient / healthcare professional.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a safety mechanism failure. This was discovered during use. The following information was provided by the initial reporter: safety device stuck in the catheter 20 used, making it impossible to protect the needle. On (B)(6) 2020: sample discarded due to contamination risk. No harm to the patient/healthcare professional.